Event description:
At the end of the dialysis when patient washed back bleed from the line where two lumens join to one. "Hole in line or cracked not sure." Wash back discontinued. Had half her blood back. A line already flushed v lumen not flushed. Two blue clamps applied to hemocath. Doctor on ward informed. He instructed nurse to tell patient to go home tonight and return tomorrow for treatment. Patient informed and her mother contacted and informed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.